Manufacturer narrative:
Additional information was received. Section b7 and d7 were updated. Sections b3 and f10 were corrected. As reported through the p3e clinical trial, the patient presented with shortness of breath, fatigue on exertion with lower extremity edema. Cardiac cath showed severe paravalvular leak (pvl) of the aortic bioprosthetic valve. One month later, the patient underwent removal of the 26mm sapien 3 bovine pericardial valve and replacement with a 25mm magna pericardial tissue heart valve. At the time of the report, the patient was doing well. Per the patient¿s medical records, 2 years and 7 months post tavr procedure, tte showed severe paravalvular regurgitation, peak gradient 38mmhg and mean gradient 24mmhg, and an estimated valve area of 1.9cm2. One month later, tee showed significant inferior pvl, a milder medial leak, no central regurgitation, and no vegetation. 3 years post tavr procedure, cardiac cath showed severe pvl of the aortic bioprosthetic valve. The patient underwent removal of the 26mm sapien 3 bovine pericardial valve and replacement with a 25mm magna pericardial tissue heart valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the pvl could not be confirmed. However, may be due to cardiac remodeling or progression of disease. This was an adverse event occurring in an ew sponsored ide, there is no evidence of an ew device malfunction or adverse event associated with a device malfunction, and the event (paravalvular leak) is described in the labeling. The event will be captured in the ew clinical trial database (ide). Based on the information provided, the event is not considered MDR reportable. A corrected supplemental report is being submitted.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by the implant patient registry department, approximately 3 years post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.